Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/28/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: no evidence of no cartridge detected eaw 163 warnings observed in black box. Load step malfunction was not duplicated during investigation. Force calibration failed at 116. Force sensor removed and tested- resistance value was found to be out of specifications. Moisture observed on force sensor plate. A crack was observed on force sensor pin. Returned battery cap used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.